Event description:
It was reported that the representative was currently in or(operation room), using stimulator and lead. The physician was having difficulty advancing the lead into the header block. The physician has already unloosen the setscrew. The representative reports physician loosen the setscrew very slightly. The representative reports they changed out to a different ins (stimulator), and the lead advanced without difficulty. The old stimulator had difficulty advancing. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was later reported that the patient was alive with no injury as of date of reported event and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the stimulator serial number (B)(4) revealed setscrew was backed out too far. There was non-significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mrdg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received report that they had unscrew the setscrew and having difficulty advancing the lead to the last electrode on the ins (stimulator). Reports the last electrode feels like there was a resistance.